Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check te messages) has been confirmed. Upon investigation the monitor was displaying service codes and failed incoming functional testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that the monitor case was damaged.